Manufacturer narrative:
The investigation is still ongoing. The affected device is located in the repair shop of MFR site. The log book analysis as well as an initial device check has not shown any conspicuities. The final investigation results will be sent within a follow-up report.

Event description:
It was reported that the oxylog 2000plus has not built up pressure. The device reportedly generated several alarms. It was reported that after the reported event with the oxylog 2000plus, the pt died in the hosp.